Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter tip broke off from the hub, and remained in the patient's vein. This occurred with 2 separate catheters during use. The following information was provided by the initial reporter: "customer reported the breakage of catheter tip for venflon pro safety 20g inside the patient vein."

Manufacturer narrative:
H.6. Investigation: two photos, two used samples, and three representative samples were received by our quality team for investigation. The first photo shows a top web of batch 9208940. The second photo shows two cannula hubs, one of which is observed with a shorter cannula length. The used samples were subjected to visual inspection. A clean cut was observed from the first used sample on the broken end of the catheter. From the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. No abnormalities were observed on the second used sample. The representative samples were subjected to visual inspection and no abnormalities were observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed and no short edges that could possibly come into contact with the catheter to cause the cut. There is an automated vision inspection system that can detect and reject products that do not meet the lie distance requirement. If the catheter is broken during the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if the catheter was broken before use. Based on the investigation and analysis, the reported non-conformance is not caused by the manufacturing process. The probable root cause of the broken catheter could be due to being cut by a sharp object such as scissors during product removal from the vein.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter tip broke off from the hub and remained in the patient's vein. This occurred with 2 separate catheters during use. The following information was provided by the initial reporter: "customer reported the breakage of catheter tip for venflon pro safety 20g inside the patient vein"